Event description:
It was reported that a patient using a spinal cord stimulation (scs) system adjusted the therapy setting on the stimulator and subsequently left the room. Several minutes later, the patient observed that the therapy had reverted to the previous setting. Upon reviewing the remote control, the patient confirmed that the displayed therapy setting was correct; however, the mode indicator reflected the therapy that had been active prior to the change. Additionally, it was reported that, on a separate occasion occurring days later, stimulation was found to be turned off while the remote control had been left on a table and not in use. Furthermore, the patient reported that the device had unexpectedly powered off on multiple occasions prior to these events. As a result, the implantable pulse generator (ipg) was replaced. During the procedure, electrocautery was used when the stimulation was turned off. Post operatively, there is no issue with the patients condition.

Manufacturer narrative:
Block b3: exact date unknown, approximate date when the problem started and was reported.